Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump insulin pump error. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Customer states insulin pump was not exposed to a high magnetic field. Customer states they are not able to rewind the insulin pump. Assisted with performing displacement test and test results was failed. Advise the insulin pump requires replacement and to discontinue use of the pump. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was no pump error 130 during testing.